Manufacturer narrative:
Correction: explant date should have been entered as apr 10, 2021, component code added to report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15853. It was reported that patient presented for follow up in clinic. It was noted that the competitor right ventricular lead exhibited low pacing impedance, intermittent capture, noise and high pacing threshold. As the physician was not convinced that the issues were caused by the right ventricular lead only, the implantable cardioverter defibrillator was also explanted and replaced. In addition, the atrial lead was also explanted and replaced, as it was sub-pectoral and the physician worried that it would exhibit the same issues in the future. The patient was stable during and after the procedure.